Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that consumer is stating that the chair intermittently stops while driving, and the dealer doesn't know what the mpj is stating because the screen is too bright for the end user,so they have it covered up. However, the dealer states when they move the armrest inward, the chair will drive again.